Event description:
It was reported that the patient experienced phrenic nerve stimulation and the stimulation was able to be reproduced in the clinic with high output pacing of the left ventricular (lv) lead. The lv lead outputs were lowered and the lv lead remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.